Event description:
It was reported to boston scientific corporation in 2007, that a hydra jagwire guidewire was used during an upper gi bleed procedure performed the day prior (patient age, gender and weight are unknown). According to the complainant, while attempting to place a stent, the tip of the hydrawire became loose. Procedure completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
No consequences or impact to patient. The device returned and was evaluated for the reported failure. A functional evaluation determined that the device as received had "a small gap of approximately 0.5cm at the ptfe flare and urethane junction of the dream end. The transition step is missing and the flare is slightly pushed back." The cause of the reported malfunction cannot be determined.